Manufacturer narrative:
H3, h6: the real intelligence cori (us), rob10024, sn(B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation of the console could not be performed because it would not boot up and there was no display. The reported problem was confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is main cpu board failure. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during testing, it was noticed that the real intelligence cori would not boot up or display anything. There were no errors present on the touchscreen or tablet. No case involved; therefore, there was no patient involvement.